Manufacturer narrative:
Product event summary: analysis confirmed that the upper case was broken; the unit failed incoming testing because the menu encoder was pushed in to the case and could not be turned. It was also found that the encoder knob was missing, and two knobs were rusty. The hanger assembly was found to be contaminated. Additionally it was noted that the lower case was damaged and both display wires were pinched but the insulation was not compromised. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) had a broken lower right knob and a cracked case. The epg was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.